Event description:
A nurse reported that during cataract surgery fluid was unable to flow through the tubes. The cassette was taken off and replaced with a new cassette to continue surgery. The procedure was completed, without harm to the pt. There is no additional info expected to be obtained for this case.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).